Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which observed a cut on the tubing approximately 35cm away from the chamber. An under water pressure test was performed and a leak was observed from the cut location. The reported condition was verified. The cause of the cut tubing could not be determined; however the probable cause is due to user handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked an inch above the blue clamp. This was identified after infusing 1.5% saline for a number of hours on an infusion pump. The inside of the pump was wet and some fluid was also on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.